Event description:
One endeavor sprint drug-eluting stent was implanted in the mid lad. Investigator reported a spontaneous gi bleed occurred the same day, while on antiplatelet therapy. Investigator has indicated that event was not related to the study stent. A prbc transfusion, of 2 units, was required.

Manufacturer narrative:
Evaluation: results and conclusion: (spontaneous gi bleed). (Spontaneous bleed). (Secondary intervention).